Manufacturer narrative:
Concomitant medical products: product ID: 3037,serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that she noticed she was going to the bathroom more often and she wanted to adjust stimulation. She was getting the interstim icon on the patient programmer screen when she synced. Patient services recommended replacing the batteries and the programmer was functioning as it should. The patient was getting setting program 3 at 3.1v and thunderbolt on the screen. The patient was able to sync and troubleshooting resolved the issue. Additional information from the consumer reported that she lost symptom control. Therapy was still not helping her symptoms even though she increased. The symptoms returned on (B)(6) 2016 and for 3 days prior to (B)(6) 2016, she peed in her pants. It was noted that it was working the week prior to (B)(6) 2016 for a day or so then it was shut off or the battery was not strong enough. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up was conducted to obtain information about t he circumstances that led to the issue and the steps taken to resolve it. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that they changed the batteries and program to 3 .the patient stated going to the bathroom was resolved..